Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting high blood glucose levels of unknown cause resulting in hospitalization (the blood glucose value at the time of admission was not provided). The patient stated that after discharge from the hospital, blood glucose levels were at 398 mg/dl. The patient reported having a history or fibromyalgia and blood clots. This report is made based on the allegation that the patient was hospitalized for hyperglycemia of unknown cause while using the insulin pump.